Manufacturer narrative:
The beckman coulter complaint handling unit evaluated the events leading to the generation of erroneous low crp result on the au2700 clinical chemistry analyser, and identified the failure mode as a mis-sample during sample aspiration. There were no parts replaced and the issue was isolated to a specific sample. The customer repeated the sample on an unknown analyzer with results considered correct. The patient was brought back and treated with gentamycin. (B)(6). (B)(4).

Event description:
A customer in the (B)(6) reported the generation of a false low crp (c-reactive protein) result for one patient. The patient attended ed (emergency department) after feeling unwell. Bloods were taken and crp was reported on lorenzo (electronic patient record reporting system) initially as <5.0 mg/l. Patient was discharged from the ed as a result of the low crp result; however, approximately 30 minutes after discharge, the biochemistry laboratory called through to ed and reported crp as 405 mg/l. Patient is a young mum who is breastfeeding and at the time the customer was unable to get in touch with her to bring her back. Patient was treated with gentamycin on (B)(6) 2018 with crp results reduced to 34 mg/l by (B)(6) 2018.